Manufacturer narrative:
Additional information: h6, h10the device was not returned for evaluation. Imagery of the devices and the patient anatomy were provided. The device imagery showed the patient stent was found located on the sheath shaft. Withdrawn delivery system with crimped valve shows bent strut on the outflow portion of the sapien 3 ultra valve. Liner tear and liner strands are seen distally to the stuck iliac stent on sheath shaft. Imagery showed the patient¿s vessels have tortuosity and calcification. Per the  imagery it can also be seen that the patients access vessels vary in sizes ranging from the smallest diameter being 2.4 mm to the largest diameter being 8.0 mm. Indicating that some portions of the patient access vessels are undersized or do not meet the mld (minimum luminal diameter) for esheath use per IFU. Since the lot number was not provided, a device history review (DHR) review was unable to be performed. Since the lot number was not provided, a lot history review review was unable to be performed. A review of complaint history on confirmed device complaints (returned and no product returned) from august 2019 through july 2020 revealed additional returned complaints for the edwards esheath (all models and sizes) for the relevant complaint codes. The following instruction for use (IFU)/training manuals were reviewed for guidance/instruction: esheath IFU, delivery system IFU, s3u commander preparation training manual, and s3u commander procedural training manual. Precautions: caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. When puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath. Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible.  Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath . If push force is high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace.  If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Caution: the thv should not be advanced through the sheath if the sheath tip is not above the renal arteries. Caution: to prevent possible leaflet damage, the thv should not remain in the sheath for over 5 minutes. Vascular complications : successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques. Aortic occlusion balloon o iliac occlusion balloon o reinsert dilator. Do not reinsert sheath if removed .repair can be performed surgically or with endovascular techniques o surgical instruments should be available. Consider vascular surgery. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU/training deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported events were confirmed based on the imagery of returned device. However, no manufacturing nonconformance was identified during the evaluation. As the work order was not provided, reviews of the DHR and lot history were not able to be performed. However, a review of the complaint history review did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of the IFU and training manuals revealed no deficiencies. Regarding the resistance with the delivery system, per imagery review, patient had calcification, tortuosity and undersized access vessels. Additionally, reported that ¿the patient had stents placed in the femoral artery prior to implanting the valve¿, and ¿vessels were not adequate for a 14fr esheath and implanted stent prior to tavr is what caused damage¿. Per training manual, mld (minimum luminal diameter) for a 14fr esheath is 5.5mm, indicating that certain portions of this anatomy would be too small for an esheath to properly expand. Additionally, the presence of tortuosity can also create a challenging pathway for delivery system insertion through sheath, and while calcification and undersized vessels can restrict the sheath from proper expansion; both of which can lead to increased push forces necessary to advance the delivery system through the sheath. Per training manual, ¿push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification¿. Although no issues were reported when inserting the sheath through the stent, it is possible that the stents ID was too small to allow proper expansion of the sheath shaft. This could then lead to the reported resistance felt by the physician as such, available information suggests that patient factors (access vessel tortuosity/calcification/undersized vessels/pre-existing stent) likely contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Regarding the sheath liner tear, per imagery review, the access vessel was noted to have presence of calcification. Calcification can damage the exposed portion of the sheath liner, which could lead to immediate cutting/tearing of the sheath liner or the weakening of it. A weakened liner is more susceptible to tearing during advancement or retrieval of the delivery system. Per the complaint description, ¿it was extremely difficult to retrieve the device and the stent ended up becoming dislodged¿. After the retrieval, it was noticed that sheath was split and damaged. It is possible that the excessive manipulation used to overcome resistance when inserting the delivery system along with the interaction of patients pre-existing stent may have weakened the liner and caused the reported tearing to occur. As such, available information suggests that patient factors (pre-existing stent) and procedural factors (valve strut interaction/excessive device manipulation) likely contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Regarding the withdrawal difficulty, returned imagery of both the sheath and delivery system show liner strand formation as well as bent strut on the outflow portion of the valve. It is possible after failure attempts to insert the delivery system through the sheath led to the tear in the liner during the device manipulation when removing the delivery system. Upon subsequent removal, the exposed valve could have interacted with the torn liner and caused the formation of liner strands to occur. This interaction may have also led to the bent struts seen in figure 3. A bent strut can create a larger profile for the thv increasing the potential for the valve to catch onto the torn portion of the sheath. This in turn potentially caused the reported withdrawal difficulty felt by the physician. As such, available information suggests that procedural factors (bent struts) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. Regarding the sheath liner strand, from the previous events that had occurred the difficulty the physician faced when attempting to withdraw the device potentially caused the bent strut of the valve to harshly brush against the torn liner causing the reported liner strands. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the reported event. In this case, the reported femoral artery injury was likely caused by device manipulation during withdrawal of the devices and/or patient factors may have contributed to the complaint event (access vessels undersized or do not meet mld for esheath use with observable calcification and tortuosity).   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  As there was no confirmed edwards defect, no corrective/preventative actions are required. However, after review of the similar reported issues, a corrective action preventative action investigation (CAPA) was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). The CAPA is currently in investigation phase. Product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with ¿resistance with devices¿. The risks outlined in the pra remain the same; the pra documents the potential for surgical intervention, which did occur during this event. The re-escalation threshold for this issue was not exceeded (per review of the esheath ¿resistance with devices¿ control limits). The pra remains applicable and no further action is required.

Manufacturer narrative:
Additional information: a2, a3, b5, f10, g4, h0  this is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-13222.

Event description:
Additional information: after the issues trying to advance the delivery system through the sheath, withdrawal difficulties occurred from the patient. Vascular surgery performed a surgical cutdown to remove the devices and found the femoral artery stent and iliac artery had ¿dislodged¿.  The devices are being held by the hospital. The tavr valve is to be placed in the future via subclavian approach.  Patient is currently doing well. Pictures of the devices were received. The sheath liner appears to be torn and liner strands are observed. Also, the valve struts appeared to be bent.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards field clinical specialist, regarding a 26mm sapien 3 ultra valve in the native aortic position via transfemoral approach, the patient had stents placed in the femoral artery prior to implanting the valve. After the patient was stented, a 14 fr esheath was easily placed. A 26mm commander delivery system and a 26mm sapien 3 ultra valve were introduced but could not pass through diseased artery area where the stents were placed. The valve and delivery system had to be removed and new valve was prepped. However, a major vascular complication occurred, and the second valve could not be delivered because vascular surgery was required. Tavr procedure was aborted.